Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) female patient had a rash. The area affected by the rash were her neck, midsection, and under the front therapy electrode pad. The rash looked like poison ivy. The patient's physician recommended that she take off the lifevest to let her skin heal. Follow-up indicated that the patient had discontinued use of the lifevest because of her skin condition. The outcome of the rash is unknown.